Manufacturer narrative:
Evaluation: the sheath, stiffening cannula and catheter were returned in a used condition. An examination of the catheter found that the hub had pulled off, the tubing was elongated and the distal tip had split. It appears that the catheter was withdrawn over the cannula at an angle, causing the tubing to shear. We can advise that we are aware of the potential for this to occur and have initiated a corrective action in an effort to prevent future occurrences. The appropriate personnel have been notified of this most recent event.

Event description:
During advancement the stiffener sheared the catheter.